Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one-way valve, introducer sheath and dilator, extender and pressure tubing were also returned. The hub of the returned introducer dilator was found broken off from the dilator tubing. The sheath and the dilator were measured and found to be within specification. No damage was found on the sheath or any other returned accessories. The evaluation did not confirm a broken sheath however the broken dilator was confirmed. The dilator hub broke off from the dilator shaft. The root cause of the issue at this time is impossible to define. Reference complaint # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one-way valve, introducer sheath and dilator, extender and pressure tubing were also returned. The hub of the returned introducer dilator was found broken off from the dilator tubing. The dilator tubing was found to have an oversized outer diameter. The sheath was measured and found to be within specification. No damage was found on the sheath. We were unable to confirm damage on the sheath. However the evaluation confirms the broken and oversized diameter of the dilator tubing. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon(iab), the sheath failed and snapped in half right at the hub. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).